Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported false positive results on their alinity m sars cov-2 assay. The customer stated that the patient had inquired about the cut-off for sars cov as their previous results had been negative using the antigen assay. The results were reported outside the laboratory, it was explained to both the lab manager and the phyisician in charge the difference between the two methods used for the patient in examining the results. There was no report of impact to patient management caused due to this observation. This incident is being reported to FDA because the incident occurred in south africa using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
D4 corrected from model # to catalog #. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The runs involving the reported sample identification (sid) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Different platform has different limit of detection (lod) therefore, the results can't be 100% reproducible. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-090) lot 521084 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 521084 is performing outside of established design performance specifications. Additionally, the sensitivity for the sars-cov-2 assay varies between platforms. If the alinity m sars-cov-2 assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample may receive a positive interpretation using the alinity m platform but may receive a negative interpretation using the competitor platform with less sensitivity. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 521084 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 521084 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 521084. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 521084. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 521084 was not identified.